Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered a red alert. The patient then went to the emergency room for further review. No other information is available at this time. The crt-p remains in service. No adverse patient effects were reported.